Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2004. Dtba1d1 crtd, implanted: (B)(6) 2014. 5071-53 x2 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high voltage rv coil and superior vena cava (svc) coil impedances had been fluctuating, and were high and low; they were possibly fractured. It was noted the pace/sense portion of the lead had been previously replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.